Manufacturer narrative:
There was no nonconformance recorded in the lot history which would be considered related to the reported event. Investigation results: the device was returned to the factory for evaluation. It showed signs of clinical usage. There was no evidence of blood on the device. The seal was received outside of the delivery device and was cracked along the seventh row from the center. The delivery device was received outside of the loading device. The green slide lock and the white plunger were depressed on the delivery device. This failure is potentially attributed to user technique. It appears that the seal had been prematurely deployed. As stated in the IFU, the user should ensure that the lock is locked. If the lock is unlocked, care should be taken to avoid any accidental depressing of the plunger. Based upon the evaluation results, the reported complaint for "failure to load" could not be confirmed; however, it was confirmed for "premature deployment". The results of our evaluation and a copy of the IFU were provided to the customer. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii failed to load properly as the seal was stuck in the loading device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.